Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed an necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that during a cataract procedure, the system froze. The case was completed using an alternate system. There was no harm to the pt.